Event description:
During the implant procedure, the leadless pacemaker (lp) was not mechanically stable after the first fixation. The lp was repositioned, and inadequate capture threshold was observed. The healthcare provider attempted to re-dock the lp for repositioning, however, a tether wire broke off of the delivery catheter. As a result, the lp was released prematurely despite being successfully fixated to the heart wall. It is unknown if the tether wire remains attached to the lp or is free floating in the patient¿s body. The procedure was ended successfully. The patient was stable.